Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up and down arrow buttons were not responding. The patient reported that the up and down buttons were intermittently responding and now were not working at all. The patient confirmed that the keypad was intact. The patient reportedly wore the pump in a pump case in a pocket and did not clean the pump. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the up and down arrow buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the up and down button contacts.